Event description:
It was reported that during an attempted implant, the physician expressed difficulty implanting the lead as they were unable to place the guidewire through the lumen of the lead. The lead was removed and replaced to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. The analyst noted the blood obstruction in distal conductor stopped the stylet at 28 cm. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.